Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal event due to pacing inhibition originated by a partial lead conductor fracture. After this a temporary pacemaker was inserted and the patient was admitted to the hospital. Pacing impedance rose to high, out of range values, therefore the pacing/sensing mode was switched to unipolar. At this time the rv lead has been explanted and a new pacemaker was implanted in replacement of the old pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal event due to pacing inhibition originated by a partial lead conductor fracture. After this a temporary pacemaker was inserted and the patient was admitted to the hospital. Pacing impedance rose to high, out of range values, therefore the pacing/sensing mode was switched to unipolar. At this time the rv lead has been surgically abandoned and a new pacemaker was implanted in replacement of the old pacemaker. No additional adverse patient effects were reported.